Manufacturer narrative:
The investigation of kit lot 00831z did not find any product problem. The systems assessment indicated some disturbance was observed in the pcr curve during the assay run. Based on the data provided the instrument is performing as expected. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from us alleged discrepant results for 1 patient tested with the cobas liat system and the competitor test. Sample a generated a positive result for sars-cov-2 and flu b on the cobas liat system. The sample was retested with cepheid genexpert, which generated negative results for all 3 targets (sars-cov-2, flu a and flu b). The positive results were not reported out to the patient. The customer stated that the treatment was delayed. The patient's record could not be accessed therefore we do not have any information on what treatment was given to the patient. There was no indication of harm reported due to the delay of the treatment. It is important to note that the customer indicated that they were using ¿azer collection kit¿ which is not an approved collection kit listed in the method sheet. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The following collections kist are listed in the method sheet: nasopharyngeal swab collection kits: flexible minitip floqswab ¿ with universal transport media ¿ (utm ® ) from copan diagnostics or bd ¿ universal viral transport (uvt) 3-ml collection kit with a flocked flexible minitip swab. Nasal swab collection kits: regular floqswab ¿ with universal transport media¿ (utm® ) from copan diagnostics or bd¿ universal viral transport (uvt) 3-ml collection kit with a regular flocked swab copan universal transport medium (utm-rt® ), without beads. Thermo fisher¿ scientific remel¿ m4rt thermo fisher¿ scientific remel¿ m4 thermo fisher¿ scientific remel¿ m5 thermo fisher¿ scientific remel¿ m6 thermo fisher¿ scientific remel¿ m4rt® tube, without beads. Pre-aliquotted 3 ml 0.9% physiological saline thomas scientific mantacc¿ 0.9% saline solution, 3 ml in 10ml tube, 50 tubes per pack, or equivalent. Through the course of the investigation, a product problem was not identified.